Manufacturer narrative:
Possible use errors: using off-label insulin. Per tandem¿s t:flex user guide: "only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ pump serial numbers: (B)(4). Cartridge lot numbers: m111346, m140187.

Event description:
Quarterly summary report for alleged occlusion alarms. It was reported that occlusion alarms occurred or occlusion alarms were intermittent. Issue was resolved by clearing the alarm, loading a new cartridge, switching to labeled insulin, or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.